Manufacturer narrative:
The investigation determined that a lower than expected vitros valp result was obtained from a patient sample processed as part of a valp lot to lot correlation using a vitros 5600 integrated system. The definitive assignable cause of this event could not be determined. However, a possible contributor to the event was suspected to be calibration to calibration variability. There was no indication of a performance issue with either valp lot (2511-25-6393 and 2511-26-6711) based on qc performance; however, the accuracy of results obtained using valp lot 2511-25-6393 was lower than the accuracy of results obtained using valp lot 2511-26-6711 as shown with the patient correlation results. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systemic issue with either of the vitros valp reagent lots. An instrument related issue is not a likely cause of the event as the two vitros 5600 systems generated reproducible results.

Event description:
The customer obtained a lower than expected vitros valp result (66.41 ug/ml versus expected 83.17, 83.53, 86.31 ug/ml) from a patient sample processed using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The patient sample result in question was obtained as part of valp lot to lot correlation study and therefore, no patient results were reported outside the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
Our preliminary investigation determined that undetected variability in the release process caused a negative bias. We have implemented interim corrective actions to help prevent future occurrences. The FDA¿s new york district office was notified of this issue on (B)(6) 2018. Please refer to report #1319808-12/12/2018-001-c.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).